Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the self-adhesive of the infusion set was wet with insulin. Customer began to use new infusion sets and experienced no further problems. No adverse event was reported. The alleged product was requested for evaluation.